Manufacturer narrative:
Since the actual device was not returned, the device history record and the digital files were reviewed. Digital investigation of the implant site revealed that the implant trajectory go straight through the intended sites on the guide mold. Review of the treatment plan showed that the patient's bone ridge is very narrow. Planned implant is only about 0.60 mm away from the buccal plate. Actual device was not returned.

Event description:
Doctor visually inspected the surgical guide and determined that the trajectory was off. He proceeded to freehand the surgery on his own but ended up perforating the buccal plate. Doctor bone grafted the site.